Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer has experienced sensor reading discrepancies. Customer stated that the sensor feature works well during the day but not at night. Customer receives a lot of alerts for low glucose even though his blood glucose is around 200 mg/dl. Customer has to turn it off. Issue started on early july but seems to be having more issues more often. It was stated that the customer has to wear the sensor on his buttocks. Customer stated that there is no damage to the connection bridge. The transmitter passed the test plug procedure. Blood glucose is 250 mg/dl. Nothing further reported.